Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50 serial number:(B)(6) batch/lot number: 5005538 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2318-50 serial number: (B)(6) batch/lot number: 5005724 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI)#:(B)(4). Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient had an infection. Additional information was received that the infection was located at the implantable pulse generator (ipg) site and the cause of the infection was unknown. The patient underwent a procedure wherein the ipg and leads were explanted and the patient was doing well postoperatively. The patient was placed on antibiotics and the explanted devices were retained by the medical facility and will not be returned. Cultures were taken and results were unavailable.

Event description:
It was reported that the patient had an infection. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.